Event description:
A ventilator was returned to a third party service ctr for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party service ctr, the ventilator was found to only operate on battery power. The device would not operate on ac power. The device's power supply was replaced to address the issue.